Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, sc_interrupt check. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt states taking over an hour to charge ins in the am. Pt states used to take 15-20 minutes to charge. Pt states the ins level at start is down to red but still has never taken this long and did take 1 hour 20 minutes to charge. Patient services (pss) went through charging over the phone with the patient. Pt states there has been no changes to anything as she has not had any pain. Pt states she never was sent a belt. Pt did not see any error messages however at times the coupling will change from excellent to good/poor. Pt states she's been charging 30 minutes and has gone down to 80% on remote and still no charge for ins which still showed in the red. The issue was not resolved. An email was sent to the repair department to replace the rtm device and also requested a belt as pt states she has never gotten one. Pss made outbound call to have patient check for visible damage and pt stated the pins were not all straight and leaned to the right. Pt states the cord on the paddle also looked as though it was pulling away. Pt states does get warm but not hot.